Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have changed set and reservoir and bolused for a meal and blood glucose dropped without any alarms and did not suspend. Paramedics were called, but customer declined transfer to the hospital. Customer's blood glucose was 125 mg/dl when paramedics arrived. During troubleshooting, history anomaly was found. History showed that customer administered a bolus at 9:57 a.m. And it was recorded at 8:42 a.m. After troubleshooting, customer was advised that insulin pump would need to be replaced.